Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed and unable to recover, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus because the main bus cable was loose. A field service engineer turned off the station and re-secured the cable, then brought the station back online to resolve the issue. The system functioned as intended after the field service engineer repaired the device.